Event description:
A complaint was received from a customer that stated that after they replaced batteries the system would not turn off. Customer stated that they inserts the test strip and does not hear the beep. The customer also stated that they attempted to test the system using the check strip but would only receive a result that looks like 388 mg/dl. While on the phone a review of the system was conducted. It was learned that the bottom half of the hundreds unit was missing. The customer was asked to perform a check strip evaluation. At that time the customer did hear the system beep and verified that the display is showing all eight's upon activation. A request is made to return the system for evaluation. In the meantime a replacement unit was provided.